Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigating the device involved in the incident, it was determined that users were unable to login. The technical support specialist (tss) restarted the carefusion care coordination engine (cce) by deploying the interface package and also restarted the sql services. These actions resolved the issue. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es server, users were unable to login. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, users were unable to login. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.